Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The right motor/gearbox assembly was returned for evaluation, however subsequent testing could not verify the complaint of the motor seizing. It operated properly during the bench test: wires were wiggled with no failure, the brushes moved freely, and there was no unusual gear noise. However, it was unable to be tested under load. The underlying cause could not be determined.

Event description:
The dealer states the motor is seizing.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the motor is seizing.